Manufacturer narrative:
An event regarding dislocation involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: retention of extensive calcifications in the posterior knee joint space during primary arthroplasty has caused limitation of knee flexion in the triathlon ps arthroplasty. Forced hyperflexion of the knee during the adverse event caused the incompressible calcifications to lift the femoral component over the tibial post in anterior direction causing a locked knee requiring. -device history review: indicated that devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: clinician review of this case indicated: principal problem is caused by the retention of the calcifications in the posterior knee joint space during arthroplasty which is a procedure-related failure mode because the surgeon is responsible for optimal surgical technique which should include adequate removal of osteophytes and other abnormal calcifications in and around the knee joint during arthroplasty. It is well recognized that retention of abnormal calcifications in the posterior knee joint space causes limitation in knee flexion and if then flexion is forced, an overload condition develops where phenomena such as the observed dislocation may occur due to abnormal leverage forces of the femur relative to the tibia. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Doctor reported patient presented to emergency department on (B)(6) (approximately 6 months post triathlon ps total knee replacement) with a locked knee post reported hyperflexion (patient crouching to tie his contralateral shoe lace). Findings on x-ray revealed a malplaced femoral component over the insert post of the tibial insert. The patient's knee was relocated under anaesthetic on (B)(6).

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor reported patient presented to emergency department on (B)(6) (approximately 6 months post triathlon ps total knee replacement) with a locked knee post reported hyperflexion (patient crouching to tie his contralateral shoe lace). Findings on x-ray revealed a malplaced femoral component over the insert post of the tibial insert. The patient's knee was relocated under anaesthetic on (B)(6).